Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event. The fse called the customer to troubleshoot the issue. The fse instructed the customer to reload the software from the flash card that was onsite then to drain, flush and run the pump while opening the drain valve. The customer ran controls with good results which resolved the issue and all errors cleared. The g8 analyzer was functioning as intended. No further action required by field service. The probable cause of the event was related to software corruption and a blocked drain valve. A complaint history review for (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported the system was not loading with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.